Manufacturer narrative:
Integra has completed their internal investigation on september 14, 2017. Results: evaluation of returned device; the warehouse follows the instructions to prepare shipment to integra customers. In the picking and shipping records, no anomalies could detected. The last units of this batch were shipped in march 2017 to this customer. There is a lack of time between shipment to the complaint received by the customer ( 22nd of may). DHR review; the complaint is not related to the product itself - therefore no DHR review required. Complaints history; last 12 months (B)(6) units have been shipped to customers. To customer hi-tech (B)(6) units of lot 0199182 were shipped of which only one was detected with damaged packaging. Last 12 months no similar complaints were received for this product. This is considered as one time event. Conclusion: root cause cannot be determined.

Event description:
It was reported that the packaging of the product was torn. The product was not in contact with patient. No patient injured or death alleged. The event did not lead to an increase of surgery time. The issue was discovered at receipt of the product by the customer.